Event description:
Device 1 of 2: reference MFR report: 1627487-2011-09088. The pt received the scs system on (B)(6) 2008. It was reported that the pt was without stimulation and lead contacts demonstrated invalid impedance values. The physician successfully replaced the leads with two new leads. The pt reported good coverage and comfortable stimulation postoperative. No further complications were reported.

Manufacturer narrative:
Eval: results: two leads were received. Lead "a" had no visual anomalies, no continuity testing anomalies were observed while twisting, bending and stretching the leads. Channel 3 measured open. Lead "b" revealed a kink and broken wires 19.6cm from the base of the stimulation end. The damage observed is consistent with the stresses the lead was subjected to while implanted. No functional testing could be performed on lead "b". Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.